Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Lot # is unknown. No information has been provided to date.

Event description:
It was reported that 30 minutes after a patient had her medication bag line changed there was an issue with the pump alarming. Upon investigation, the nurse noticed that the tubing was cracked. The tubing was replaced which resolved the issue. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient. No patient injury reported.